Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported unknown system error alarms, which were determined to be system error 345 alarms during a review of the event history log. The reported symptom was not reproduced during device evaluation. System error 345 were verified and found to be caused by a failed input/output processor board. The input/output processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error. There was no patient involvement. No additional information is available.